Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a fusion oxygenator, the customer reported that they observed a leak from the bottom of the oxygenator. The same leak did not appear in multiple packs. The device was replaced to complete the case. There was no patient involvement, so no adverse effect occurred. Two fusion oxygenator lots were used in this custom tubing pack; 232992836 and 232992833.